Manufacturer narrative:
Device evaluated by MFR: one cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Functional testing and visual inspection were conducted on the pump. The reported "alarming system fault" issue was able to be duplicated. The pump was inspected and during power up, it alarmed and displayed error code 112. The error code 112 was referenced to motor issue. Further investigation of the pump determined that the motor was defective due to high current draw. Therefore, the motor will be replaced to resolve the issue.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and during power up, it alarmed and displayed error code 112. The error code 112 was referenced to motor issue. Further investigation of the pump determined that the motor was defective due to high current draw and was the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited a system fault alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.